Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined that the device would not detect the therapy cable and therefore could not charge. Physio performed an internal inspection and observed three loose/disconnected cables: printer to user interface pcb assembly, main system pcb assembly to user interface pcb assembly, therapy cable at therapy pcb assembly cable. After the cables were re-connected, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue. During evaluation, physio observed that the device would not charge. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.